Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported the loss of the dental implant on the same day of its installation date. Moreover, the dental implant was being installed in intraoral region 19#.